Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8444906.

Event description:
It was reported that the patient experienced ineffective therapy. Lead diagnostics indicated high impedances one of the leads. As a result, surgical intervention occurred wherein it was discovered the lead was fractured. As a result, the lead was explanted and replaced to address the issue. The investigation did not determine which lead is related to the issue.